Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an anastomosis procedure, could not cut. During anal mucosa circumcision, due to insufficient anastomotic force of circular hemorrhoid stapler, it was unable to be resected at one time. Artificial resection of mucosa was performed again, and the operation went smoothly. Changed another device to complete the surgery. On the second day after operation, the patient felt heavy sensation after anal anastomosis. There were no patient consequences or changes in the post-operative care of the patient reported. No additional information could be provided.